Event description:
The international customer reported the mains and battery indicators continuously blinking. The manufacturers field service engineer (fse) reported the unit had no power. The fse ordered the power supply for replacement to correct the reported problem. The customer reported no patient involvement, no patient harm. The device is pending repair.

Event description:
The manufacturers service representative reported the power supply was replaced.

Manufacturer narrative:
Device is pending repair.

Event description:
The manufacturers service representative reported the power supply needed to be replaced. Followup information was not provided.